Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully, reducing mr to 1. However, while retraction the cds, air was visible in the hemostasis valve of the sgc. Air did not enter the patient. No additional aspiration was needed after the leak was detected. After the cds was completely removed, slight damage was in the clip-introducer valve/silicone-part, causing the air observed in the hemostasis valve of the sgc. There were no patient effects. No air reached the patient anatomy. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported leak appears to be related to procedural conditions due to the observed damaged silicone valve in the clip introducer of the clip delivery system (cds). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.